Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that after use of the q-syte 15cm macro bore bi-ext set there was an issue with blood back flow. The following information was provided by the initial reporter: blood back flow seen in qsyte macro bore bi extension.

Event description:
It was reported that after use of the q-syte 15cm macro bore bi-ext set there was an issue with blood back flow. The following information was provided by the initial reporter: blood back flow seen in qsyte macro bore bi extension.

Manufacturer narrative:
H.6. Investigation: a device history record review was performed for provided lot number 8326681 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To further investigate this issue, one picture sample was provided for evaluation by our quality engineer team. Through examination of the picture, the reported incident was confirmed and it was determined that this incident was related to the the q-syte component. As the physical sample was unavailable for return, our quality team was unable to perform thorough tests to identify the exact defect that caused this incident and therefore, an exact manufacturing related cause could not be determined. H3 other text : see h.10.